Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged. The physician had successfuly deployed four taxus express2 stents during the procedure. When he attempted to position the fifth taxus express2 stent in a predilated proximal rca lesion, the plaque proximal to the stent "accordioned" and loosened the stent on the delivery device. This event did not impact the positioning of the previously placed stents. The pt was stable during the procedure. The entire system was pulled back, but the stent was not on the delivery device. The procedure was successfully completed. The physician believes that the stent is in the subcutaneous tissue or in the peripheral vasculature; he is not concerned that it will cause the pt any problems. The pt is reported to be "okay".